Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the battery charing limit was found to be set to 65%. The device's battery charge limit was reset to 100% to correct the issue. A failure related to the remote alarm connector was observed. The device's interface board was replaced to address the issue.

Event description:
The manufacturer received info alleging a ventilator fails to charge its internal battery. There was no harm or injury reported.